Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model ch3011. This product was used for the di, product code, and 501k. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding 76 cm (30") appx 3.3 ml, admin set, 2 spiros® w/red cap, 20 drop in-line drip chamber w/15 micron filter, bag hanger that experienced particulate matter in the fluid path before patient use. The reporter stated that, "we continue to have issues with white powdery substance on the internal tubing above the drip chamber. Since last communication we have accumulate >50 more un-usable units.". The event occurred during identified in packet or after opening. Some packages are fully sealed when received. Affected sets were not used, only unaffected sets visually identified were taken and used for patients.

Manufacturer narrative:
Received ten (10) open/unused, six (6) open/unused, and ten (10) new 011-ch3261 admin sets lot#14396994 for inspection. Solvent marks were observed proximal to the drip chamber. The complaint can be confirmed. The probable cause is due to errant solvent applied during manual assembly in ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.